Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to the replacement of the lv lead, the suture sleeves on the rv lead were loose. The lead was introduced further to ensure sufficient slack and sutured into place. Patient was in stable condition.